Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was resting at home he was awoken by an alarm, and the display module displayed rate control fault. The pt saw the rate drop from about 104 bpm in auto mode to about 43 bpm. The rate then increased back up to 100 bpm and the alarm disappeared. A yellow wrench illuminated on the system controller and the pt then placed himself into fixed mode, changed his vent filter, and performed a system test. The pt went back to bed with no further issues. The pt called the hospital the following afternoon and reported the alarm. The pt went to the hospital for evaluation and waveforms were taken; however, no abnormalities were found. The system controller was then exchanged and the pt was sent home. The pt remains stable in the lvad with no further issues. The system controller was sent to the manufacturer for evaluation.

Manufacturer narrative:
The pt remains stable on the lvad with no further issues. The system controller was sent to the manufacturer for evaluation. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.